Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's insulin gauge was inaccurate across multiple cartridges. Additionally, a minimum fill notification occurred after a cartridge was filled with 300 units of insulin. Customer's blood glucose was 150-168 mg/dl. Reportedly, customer continued to use the pump and had manual injections for alternate insulin therapy.